Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii catheter and spyglass ds controller were used during a cholangioscopic lithotripsy procedure performed in the common bile duct on (B)(6) 2022. During the procedure, when an electrohydraulic lithotripsy (ehl) was repeatedly used, a pink line appeared on the screen of the spyscope ds ii, and it became worse. The procedure was not completed due to this event. There were no patient complications reported as result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h10: it was reported that the controller has been tested since this event and worked as intended. The aborted procedure is captured under MDR# 3005099803-2022-00996.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii catheter and spyglass ds controller were used during a cholangioscopic lithotripsy procedure performed in the common bile duct on (B)(6), 2022. During the procedure, when an electrohydraulic lithotripsy (ehl) was repeatedly used, a pink line appeared on the screen of the spyscope ds ii, and it became worse. The procedure was not completed due to this event. There were no patient complications reported as result of this event. Additional information was received on (B)(6), 2022: it was reported that the controller has been tested since this event and worked as intended.